Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found evidence of fluid invasion on the electrical connector burndy pins and air ventilation inlet that most likely caused an electrical short in the charge coupled device unit resulting in the image phenomenon the user experienced. Olympus was unable to conclusively determine the cause of the fluid invasion.

Event description:
The hosp reported they experienced a total loss of image during procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.